Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac informed the customer that an e433 error is an internal hardware error code. Tac mentioned that per the technical guide, the esg-400 was required to be sent into customer solutions for repair. The customer declined and opted to send in the device later. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hf generator display an e433 error. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to correct the MFR. Report number of the initial MDR, which was submitted under MFR. Report number 8010047-2022-11282. The correct MFR. Report number is 9610773-2022-11282.